Event description:
Patient reported having issues with their bite and cannot close their mouth. This has caused issues with their wisdom teeth, which they are scheduled for surgery to have them removed. Requested video and photos for evaluation. Educated patient on having wisdom teeth removed, advised to hold in best fitting aligner and will get them back on track after surgery. Advised a week rest with no aligners and to check in after 1 week rest to update on bite.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.